Manufacturer narrative:
The customer stated that they witnessed the probe drip liquid into the dilution cup of the ortho provue analyzer. The dripping probe did not dilute any reagent red cells or samples. The analyzer was immediately taken out of use. It was determined that a possible bent probe or faulty diluter and valve contributed to the incident. The replacement of these parts resolved the reported issue of dripping from the probe. The field engineer replaced the probe, the 3-way valve and the cavro diluting returning the instrument to its expected function. If a probe drips fluid into a reagent, depending on the specific reagent diluted, a false negative blood type or antibody screen (due to the diluted red cell reagent product) could occur leading to the inadvertent transfusion of incompatible blood or antigen-positive red cells or antibody-containing plasma that could lead to a hemolytic transfusion reaction in a susceptible patient. The likelihood of serious injury is not remote. Based on the available information, mts is reporting this event based on the potential for injury should the event recur without detection by the user.

Event description:
The customer stated that they witnessed the probe drip liquid into the dilution cup of the ortho provue analyzer. The dripping probe did not dilute any reagent red cells or samples the analyzer was immediately taken out of use.